Manufacturer narrative:
H3 other text : device location unknown.

Event description:
A company representative reported that a patient was revised to address two migrated ozark screws and an ozark plate with a disengaged locking mechanism. This report captures the second of two ozark screws.

Event description:
A company representative reported that a patient was revised to address two migrated ozark screws and an ozark plate with a disengaged locking mechanism. This report captures the second of two ozark screws.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.